Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hospital notified the rep that the patient was in hospital and scheduled for MRI but the battery was dead. Patient stated that her battery has been dead for about two years and she does not use it anymore because it never helped. Rep will meet patient in the hospital and begin physician recharge mode (prm). The rep will not be made aware of reason for patient's hospital stay but does know it is not related to the stimulator. Rep will update the outcome of prm. The issue has not been resolved at the time of this event. No surgical intervention planned or occurred. Patient is alive with no injury. No patient symptoms or complications were reported in this event. Additional information was received from the rep. It was reported that the rep stated that she has attempted physician recharge mode twice now with no success. Rep wanted to know MRI compatibility guidelines (unrelated to device). Rep stated they will likely do a CT scan instead. No patient symptoms or complications were reported in this event.